Manufacturer narrative:
Investigation summary a 2205e-0006 sample was not available for investigation; however, the customer indicated the complaint samples were from lots 22075962 and 22056165. The feedback provided by the customer indicates that it was difficult to read the print on the packaging especially numbers five, six and nine. As part of the investigation the customer provided photographs of the product packaging; analysis of the photographs confirmed the customers experience as numbers five, six and nine appear difficult to read. The details of this feedback were forwarded to the manufacturing site for investigation. The manufacturing site confirmed the likely the root cause for the customer's experience is improper maintenance of the packaging printer coupled with wear of the printhead. A review of the production records for lots 22075962 and 22056165 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of these production lots the manufacturing site has changed the printer head of the packaging machine which should reduce the likelihood of reports of this nature in future.

Event description:
It was reported that 7800 bd smartsite¿ vial access devices from lot 22075962, and 7700 from lot 22056165 had some illegible numbers on their labeling. The following information was provided by the initial reporter: "25-30% of the samples checked were found to have numbers ¿5, 6, 9¿ illegible."

Event description:
It was reported that 7800 bd smartsite¿ vial access devices from lot 22075962, and 7700 from lot 22056165 had some illegible numbers on their labeling. The following information was provided by the initial reporter: "25-30% of the samples checked were found to have numbers ¿5, 6, 9¿ illegible."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22075962. Medical device expiration date: 26-jul-2025. Device manufacture date: 26-jul-2022. Medical device lot #: 22056165. Medical device expiration date: 24-may-2025. Device manufacture date: 24-may-2022. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.